Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, the user reported that the sleep/wake button on their ilet was unresponsive unless the device was placed on the charging pad. The issue had been ongoing for several weeks, though insulin delivery remained unaffected and blood glucose (bg) levels were in range. The agent verified shipping information, arranged an overnight replacement, and provided return instructions for the old ilet. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.